Event description:
The customer reported that the system had a loss of the live image on the left monitor. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.